Event description:
It was reported that the bd microlance¿ 3 needles experienced a cracked/chipped needle tip and incorrect label information. The following information was provided by the initial reporter: the incident occurred on (B)(6) 2021, and was noticed during the injection attempt when the needle could not be inserted as usual. This led to increased pain and the injection site bled extensively. As a result, the injection was stopped and a new needle was used. It was the wrong product in the package.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 200916. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the cannula point and bevel were found to be improperly formed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needles experienced a cracked/chipped needle tip and incorrect label information. The following information was provided by the initial reporter: the incident occurred on (B)(6) 2021 and was noticed during the injection attempt when the needle could not be inserted as usual. This led to increased pain and the injection site bled extensively. As a result, the injection was stopped and a new needle was used. It was the wrong product in the package.